Event description:
It was reported that the physician was concerned the shock impedance was high within range on this right ventricular (rv) lead on the day of the device upgrade. Technical services (ts) reviewed the reports and found the lead had exhibited high out of range shock impedance twice over the past few years. A vector breakdown indicates that the issue is with one of the coils on the lead. The upgraded device was reprogrammed to avoid this coil. The lead remains in use. No adverse patient effects were reported.